Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a neuro interventional procedure using a small bore hole. Reportedly, despite advancing the knot with the suture trimmer many times, the access site was not dry. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be sibmitted with all additional relevant information.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.